Event description:
It was reported that when testing this implantable pacemaker before changeout, it was noted that the threshold had doubled over the past six months. Moreover, there were no underlying rhythm noted. Furthermore, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.